Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and determined the nibp pump was defective. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The issue was resolved by replacing the nibp pump, and the device was returned to the use at the customer site. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the non-invasive blood pressure (nibp) measurement is very loud and inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.